Event description:
It was reported that during surgery, the ardis implant disengaged from the inserter and was found to be broken into approximately three pieces. The pieces were retrieved from the pt and was completed with an ardis implant of a larger size.

Manufacturer narrative:
Examination of the device was not possible since the implant was not returned. No conclusions can be drawn with the available info. There were no indications of manufacturing, product, labeling, or system discrepancies or deficiencies, therefore, the need for further action is not indicated. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.